Manufacturer narrative:
Device evaluation summary: one medfusion 4000 pump was returned for analysis. The visual inspection of the pump found that the top case was cracked front corner. Review of pump history log identified "check clutch reverse alarm". It was also noticed that the clutch was released during an infusion causing the check clutch/ plunger lever error. Functional testing included flow and occlusion tests. Customer stated problem could not be verified. Based on the history log evidence it was determined that the reported issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The problem source was identified as user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump experienced "over flow rate". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.